Event description:
Healthcare professional reported "calcification, disintegrated, ruptured" and "capsular contracture, baker grade IV" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported, "calcification, disintegrated, ruptured". And "capsular contracture, baker grade IV" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, crease fold, opening on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified, crease sharp opening on posterior and stress marks. Base on the device analysis, the final assessment is: opening crease sharp on posterior assessed, as fold flaw opening.